Event description:
It was reported that a non-invasive programmed stimulation (nips) procedure was performed on the patient with this cardiac resynchronization therapy defibrillator (crt-d). During the procedure, biventricular pacing (bivp) was observed, and the physician requested programming recommendations. Technical services (ts) provided guidance on programming. No additional adverse patient effects were reported. This crt-d remains in service.